Manufacturer narrative:
A review of ticket trending data for architect troponin, list 2k41, lot 00248un18, did not identify an increase in complaint activity related to falsely elevated results. A historical review of performance of lot 00248un18 was conducted using world wide data from abbottlink. The patient median data was analyzed and compared to an established control limit. This evaluation indicated that the patient median results are within the established limits. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect troponin, list 2k41, lot 00248un18.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2018 (B)(6) = 1.31ng/ml (normal range = <0.04ng/ml) / physician ordered another draw one hour later - (B)(6) = 0.01ng/ml / repeat testing on sample h46319 = 0.01ng/ml. There was no known impact to patient management.